Manufacturer narrative:
PMA# or 510k# - k050700. (B)(4): other for anticipated procedural complication the device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Headache is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Ninety post stent assisted embolization of the right posterior communicating artery aneurysm, the patient presented at the emergency room with a headache. A CT scan taken at this time revealed no anomalies that might account for the headache. The patient was given 20mg of metoclopramide and 25mg of diphenhydramine intravenously and was given 75mg of topamax with instructions to take up to 100mg for the following seven days. The headache was reported to be resolved the same day. Ninety three days post procedure, the patient presented at the emergency room with a headache. A CT scan taken at this time revealed no anomalies that might account for the headache. The patient was given a 25mg injection of phenergan (25mg/ml). The headache was reported to be resolved the same day with no residual effect.

Manufacturer narrative:
PMA# or 510k# - k050700.

Event description:
Ninety post stent assisted embolization of the right posterior communicating artery aneurysm, the patient presented at the emergency room with a headache. At CT scan taken at this time revealed no anomalies that might account for the headache. The patient was given 20mg of metoclopramide and 25mg of diphenhydramine intravenously and was given 75mg of topamax with instructions to take up to 100mg for the following seven days. The headache was reported to be resolved the same day. Ninety three days post procedure, the patient presented at the emergency room with a headache. At CT scan taken at this time revealed no anomalies that might account for the headache. The patient was given a 25mg injection of phenergan (25mg/ml). The headache was reported to be resolved the same day with no residual effect.